Event description:
After medical review, this non-serious report has been upgrade to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This non-serious unsolicited case was reported on (B)(6) 2011 by a physician - (B)(4). A ptc (product technical complaint) has been initiated for this report: (B)(4). This case involves a (B)(6) female who was administered poly-l-lactic acid (sculptra) for cosmetic purposes on (B)(6) 2010 and (B)(6) 2011 (batch and expiration date not provided). Poly-l-lactic acid was reconstituted with 5 ml of sterile water and 2 ml of lidocaine 1%. No anesthetic was used to prepare the patient for the injections. Hydration time on (B)(6) 2010 was 3-12 hours, while hydration time on (B)(6) 2011 was 3-4 hours. Cross hatch, fanning and depot technique were performed during deep dermal injection. Message was performed during treatment and then by the patient. Injection sites were the nasolabial folds, temples, marionette lines and cheek lines. In (B)(6) 2011, six months after her last treatment with poly-l-lactic acid, this patient developed 15 non-visible small subepidermal papules at all the injection sites. The plate-late (flat) papules in the corners of the mouth and cheeks are equal to or >5mm. The papules present at the corners of the eyes are <5mm. There are no signs of inflammation or evidence of a systemic process. No biopsy was performed. The papules were characterized as being protracted or prolonged. There was no evidence of permanent impairment of a body function/body structure. The papules are not expected to be irreversible. No surgical intervention was performed. The patient was treated with oral antibiotics nos and oral corticosteroids nos. These treatments were not required to preclude permanent impairment. The papules were ongoing at the time of this report. Medical history includes hypertonia, hypercholesterolemia and hypothyroidism. Relevant concomitant medications were not reported. Action taken: unk. Corrective treatment: oral antibiotics nos and oral corticosteroids nos. Outcome: not recovered/not resolved. Results for (B)(4) indicated the following information: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in (B)(4) and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: batch a9030, batch a9033, batch a0034, batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043, batch a1044, batch 1045 and batch a1d48. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. Nevertheless since we have not received the complaint sample, we reserve to close this complaint as no conclusion possible for the lack of an important element of evaluation that is the complaint sample itself.

Manufacturer narrative:
Conclusion: no investigation possible. Additional information was received on (B)(6) 2011 from our quality department: results were received for global ptc #(B)(4). Additional information was received on (B)(6) 2012 from the dermatologist: this report has been upgraded to serious based on the information provided by the reporter. Patient's age changed from (B)(6). Medical history was updated. Therapy dates, dosages, reconstitution details, injection techniques, hydration time were provided for poly-l-lactic acid. The reported event was changed to small papules subepidermal and additional details surrounding the event were updated.